Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the needle detached from the thread, and the thread is splitting. There was not harm to the patient, the surgeon used another suture, and finally closed the wound.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We have received two open samples that seem unused. One of them, with the needle detached from the thread and the thread shows splitting (the thread is not wound on the pack). Nevertheless, we have tested needle attachment strength of the other open sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.88 kgf (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) we have also tested the knot pull tensile strength of this second open sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.75 kgf (ep requirements: 0.40 kgf in average and 0.10 kgf in minimum) furthermore, we have checked the tested sample and we have not found splitting on thread surface before and after performing the tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Taking into account that there are no previous complaints for this code-batch regarding this issue and the results of the second open sample received fulfil the specifications, we consider that the first open sample received is an isolated unit. Final conclusion: although the results of one of the open samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.